Event description:
It was reported that the patient could not wake the insertable cardiac monitor (icm) for a patient initiated interrogation. Boston scientific technical services (ts) referred the patient to the clinic. When checked at the clinic, the physician indicated the patient had explanted the icm, and no new device will be implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient could not wake the insertable cardiac monitor (icm) for a patient initiated interrogation. Boston scientific technical services (ts) referred the patient to the clinic. When checked at the clinic, the physician indicated the patient had explanted the icm, and no new device will be implanted. No additional adverse patient effects were reported. Additional information received indicated the physician does not suture the icm device pocket incision closed after implant. The physician believes if there is back pressure toward the incision, then the device can put pressure on the incision and simple movements by the patient can cause the device to be pushed out of the incision. The physician often tries to use the handle of the cutting tool to dig a deeper tunnel so there is not as much back pressure towards the incision.

Manufacturer narrative:
The complaint device was not returned to bsc therefore product analysis could not be performed. The primary reported observation is addressed in product labeling.